Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the venous leg of the catheter collapsed, causing ineffective blood flow. The catheter was removed and another device was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary:one 23cm d/l hemostar dialysis catheter was returned for evaluation. Both clamps were returned with the sample. Kinking was observed on both catheter extension legs. It was noted that the kinks possessed clamping crease marks. The sample was patent to infusion and aspiration with no leaks observed. When hydraulic pressure was increased, it was noted that the catheter material flattened at the kink sites. Based on these findings, the investigation is confirmed for the reported catheter kink. Per the sample evaluation, crease marks that appeared to be caused by clamping were noted at the site of the kinking. Therefore, it is possible that material fatigue from clamping contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 04/2019).

Event description:
It was reported that the venous leg of the catheter collapsed, causing ineffective blood flow. The catheter was removed and another device was placed. There was no reported patient injury.